Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. The customer delivered a correction bolus via the pump to address the bg. Customer will continue to use the current pump for insulin therapy.